Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices, deeming the ipg inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Corrected data: the codes have been updated.

Event description:
The ipg became inoperable approximately in (B)(6) 2020. It was reported that the patient underwent surgical intervention on 21 sep 2020 wherein the scs ipg was explanted and replaced to address the issue.